Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad flex connector on lcd board. The motor error alarm and motion sensor test failure alarm could not be tested or the motor position encoder error alarm verified in the alarm history screen due to no button response. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the up arrow button was not responding. It was stated that a button error alarm was found in the alarm history. It was also reported that the insulin pump had a motor error alarm. The alarm history also showed a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.